Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawers were fully opened. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the mini drawers were fully opened. A field service engineer (fse) re-swapped the ribbon, cables and connections for drawer to resolve the issue. Tested within an application. The system functioned as intended after the field service engineer had repaired the device.